Event description:
A distributor in (B)(4) reported that they received a box of rt114 adult inspiratory heated breathing circuits with an rt203 product label. The mislabeled package was discovered by the distributor prior to customer distribution or pt use.

Manufacturer narrative:
(B)(4). Method: the distributor reported that a box of rt114 breathing circuits was labeled with the incorrect product label (rt203). The product was returned to fisher & paykel healthcare's regional office in (B)(4) who handled the product disposition per the relevant company procedures. An image of the label on the circuit box was provided to fisher & paykel healthcare (B)(4) for analysis. Results: the image provided shows an rt203 product label. Fisher & paykel healthcare's regional office in (B)(4) confirmed that the package contained rt114 breathing circuits with lot number 100112. A lot check revealed no other complaints of this nature for lot number 100112. Conclusion: the packaging had been pre-labeled with an rt203 product label, however, the mfg line changed over to the rt114 breathing circuit. This resulted in the rt114 breathing circuit kits being packed in a box labeled rt203. There are standard operating procedures (sops) in place to assist operators on the production line correctly pack breathing circuits. This includes instructions stating that a label should only be affixed to a box if the box is going to be packed. (B)(4).